Event description:
N/a.

Manufacturer narrative:
Per the article, one patient was being treated for a ruptured descending thoracic aortic aneurysm and had a stent placed in his left carotid artery. The patient experienced a lethal stroke due to an unrecognized chronic right internal carotid artery occlusion. Based on the details specified in the article the v12 was not the cause of the lethal stroke. The physician responsible for the article (martin malina, md, phd) was contacted and his response stated the following: "this (B)(6) patient underwent urgent thoracic endovascular aneurysm repair (tevar) for a ruptured 86mm large thoracic aortic aneurysm (taa) with a non-existing proximal neck. It was deemed justifiable to cover the left common carotid artery (cca) with the aortic stent graft in order to obtain a proximal sealing zone. The left cca was immediately re-vascularized with an advanta 10/38 that was inserted retrograde to provide a chimney graft. Flow to the left cca was thereby reconstituted. The unusual and unfortunate coincidence of a pre-existing occlusion of the right internal carotid artery (ica) was not known at that moment. (Urgent pre-operative cta´s and intra operative angiographies tend not to include the head.) Unaware of the right ica occlusion, I temporarily cross clamped the left cca which is likely to have caused the lethal infarction because during the cross clamping, both carotids and the left subclavian artery (lsa) were temporarily blocked! (I lack access to the patient record but this method was my common practice). Most patients (with both carotid arteries patent) tolerate temporary cross clamping of the left cca. The temporary cross clamp during retrograde insertion of chimney grafts avoids cerebral embolization during stent deployment and allows us to flush the vessel for any debris prior to de-clamping, presumably reducing the risk of stroke. If I had been aware of the concomitant occlusion of the right ica, I would have inserted the left cca chimney without cross clamping the vessel. Thereby, the interruption of flow to the left cca would have been extremely short but potentially, there would have been some increased risk for embolization. I am aware that there is some uncertainty about the details but to my best knowledge, this is what caused this patient´s stroke. This view was shared by our group". As indicated by the physician he was unaware that the carotid was blocked prior to the procedure and this oversite was the ultimate cause of the stroke and the death of the patient. The v12 covered stent had no association with the cause of the stroke and death of the patient and there is no information provided in the article that implicates the use of the v12 covered stent as the cause of the patient¿s stroke and death. The v12 instructions for use clearly specifies that the v12 is indicated for restoring and improving the patency of the iliac artery. The device in question was used in the carotid artery. In addition the potential adverse effects section include but not limited to death, injury, dissection, perforation or rupture of the vessel. Not available for return.

Manufacturer narrative:
We are unable to fully investigate this report as no product number, lot number or sample was provided. It is not known what relationship the advanta v12 has to the reported adverse events. The article concluded chimney grafts in the supra-aortic branches seem feasible and may facilitate urgent tevar in patients with an inadequate proximal neck. Based on the information available atrium has determined that the events described are not related to a product failure. Unable to complete a DHR review as no product number, lot number or sample was provided. Not available for return.

Event description:
Received an article: sugiura, k. E. (2009). The applicability of chimney grafts in the aortic arch. Journal of cardiovascular surgery, pp. 475-481. Purpose: the purpose of this report is to share an experience with proximal fixation of the graft in the aortic arch. Method: eleven patients who underwent urgent thoracic endovascular aneurysm repair (tevar) combined with a chimney graft between january 2004 and april 2009 were followed. 3 patients had an advanta v12 implant. Conclusion: chimney grafts in the supra-aortic branches seem feasible and may facilitate urgent tevar in patients with an inadequate proximal neck. Per the article one patient was being treated for a ruptured descending thoracic aortic aneurysm and had a stent placed in his left carotid artery. The patient experienced a lethal stroke due to an unrecognized chronic right internal carotid artery occlusion.